Event description:
It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter with the verbatim: 2023-10-31 when infusion of patients, it was found that the positive pressure joint had high resistance and could not push the liquid, so the positive pressure joint was replaced without causing harm to the patient.

Manufacturer narrative:
(B)(6) no samples were received for investigation for (B)(6), in which the customer has stated: ¿the positive pressure joint had high resistance and could not push the liquid¿. The product in use at the time is reported to be a mp1000 china. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.